Event description:
The event was received through a user report from ansm. It was reported that, the drill bit broke off in the tibial plate during the procedure. Moderate clinical consequences to patient¿no further surgery planned. Actions taken by the healthcare facility to manage the patient-submission of a medical device vigilance report. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.